Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that while priming the blood tubing with packed red blood cells, about 6 "divots" were seen, approximately 2mm in size, on either side of the distal end of the tubing. The primed blood did not go past the site of "divots", blood bag was removed and a new set was used. Upon visual inspection, it did not appear that the "divots" go through the tubing, but unsure if there are cracks or if the tubing was otherwise compromised. There was no patient involvement as the issue was detected prior to patient use.

Manufacturer narrative:
The customer¿s report that the set did not prime past the divots was not confirmed. Visual inspection observed that the set was primed with blood from the 180 micrometer blood filter to the distal tubing. No visible signs of damages, divots, or kinks, were observed on the returned set. Functional and pressure testing found no occlusions, priming issues, leaks or anomalies. A device history record for model 2477-0007 with lot number 20015825 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 10jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the customer¿s experience was not identified.

Event description:
It was reported that while priming the blood tubing with packed red blood cells, about 6 "divots" were seen, approximately 2mm in size, on either side of the distal end of the tubing. The primed blood did not go past the site of "divots", blood bag was removed and a new set was used. Upon visual inspection, it did not appear that the "divots" go through the tubing, but unsure if there are cracks or if the tubing was otherwise compromised. There was no patient involvement as the issue was detected prior to patient use.